Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports that the enteral feeding sets are leaking. No patient involvement.

Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective action is not necessary at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.